Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that they are setting up an appointment to see their new healthcare provider. The patient noted that they just turn their stimulation up when they need it. The patient has been working with their issue of their right leg jumping. They were hoping that their manufacturing representative would call them so they could get their device re-programmed. The patient is just waiting for their doctor¿s appointment for now.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. It was reported that the patient had to increase stimulation to 3.50 and almost 4 to get any sensation in their right leg. Usually the stimulation was set to 1.5-1.6 v. If the patient got up to walk in certain ways it was like a ¿clydesdale horse prancing down a stadium¿ and their leg got ¿to jumping up and down.¿ it was reported that the patient could not control it. It was reported that the only way to get out of pain was to turn stimulation up so high that their right leg just went out of ¿whack.¿ it was stated that this all started a couple of days ago when they got up to go the bathroom in the middle of the night. The only thing the patient had done was shoveling snow which something they had always done with the stimulator. It was recommended that the patient follow-up with their health care professional (hcp) for evaluation of the ins and leads to make sure everything was intact. The patient was currently changing their hcp and did not have a date set up to see the new hcp butthey had seen a particular manufacturer representative in the past for programming. The patient did not know how long it would be before they were able to see the new hcp. The patient would possible have a programming session.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their stimulation wasn¿t working right, thus they were reprogrammed. No further complications were reported.